Manufacturer narrative:
Reagent probe a was leaking. Bci field service engineer (fse) replaced a/b valve and the collar wash valve. The problem appeared to be resolved.

Event description:
A customer contacted beckman coulter, inc. (Bci) in regards to a fluid leak from unicel dxc 600 pro synchron clinical system. No injury was reported and there was no effect to patient or user.